Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient using this ev1000ni system, there was a 40-50 mmhg difference in the mean arterial pressure between the clearsight system and a nibp. There were no error messages displayed on the monitor. It was unknown if the problem was due to a calibration issue. There was no allegation of patient injury reported. The device was available for evaluation.

Manufacturer narrative:
Three follow up attempts were made with the customer to return the entire ev1000ni system, but only the pressure controller (pc2k) was received for evaluation. From the visual inspection, no physical defects were identified on the pressure controller. The device was connected to a known good pump unit and panel pc and it was tested and failed at the pressure test functional testing. The customer's complaint was confirmed for the reported issue. The pc2k was sent to the manufacturer for further evaluation and repairs. When received by the manufacturer it was unable to confirm or deny the complaint, as the device was damaged. It was unable to take any readings with the pressure controller. When connected to a known working system and a patient simulator it will attempt to start monitoring, but then causes the panel to display ¿pump unit error¿. It was found that there was a pin pushed back on the heart reference sensor connector and a bent contact inside the cuff1 connector. The cuff2 led did not light up. When the device was opened it was found that the cuff2 led was damaged. A device history record review was completed and documented that the device met all specifications upon distribution. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrected data: report 2015691-2020-12408 - model #: pc2k , serial #: (B)(6).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.